Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. Evaluation previously serviced the device for a similar complaint. Evaluation found the assignable cause to be an out of specification ultrasonic sensor, with replacement of the component required to correct the problem. All required service actions were completed in the last service cycle. The reported condition of false air in line error was verified. The device was found out of specification in relation to the reported false air in line error, which was reproduced during evaluation. A review of the event history log identified air in line messages. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.